Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons of insulin pump were unresponsive. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump sometimes did not completely rewind and had random no delivery alarms. Customer also stated that the battery life of insulin pump was poor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify rewind anomaly and charge or battery lasts less than expected anomaly due to buttons not responding. (B)(4).